Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address broken stem. It was also reported that patient heard crack as the femoral neck broke.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: conclusion and justification status: the complaint states the patient was revised to address broken stem. It was also reported that patient heard crack as the femoral neck broke. Medical records reviewed for MDR reportability; there were no complications indicated by the surgeon a review of complaint databases and manufacturing records did not identify any anomalies the lab reports, medical records, and products were reviewed by bioengineering and a report was received stating; no device deficiency requiring immediate correction was identified in the report. The site of the fracture has been identified but no manufacturing defect has been associated with the fracture initiation site. X-rays show an initially well fixed implant, followed by a neck fracture, followed by a revision hip system. The surgeon noted that there was stem impingement in his operative findings. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h10 additional narrative:update: b5 h6 patient

Event description:
Update (B)(4)2017. Medical records reviewed. Revision brief note(B)(4)2017 indicates the patient received a single stage cemented revision right hip replacement due to breakage of joint prosthesis. Operative findings include fixed components, 70% bare trochanter, stem impingement and broken stem. There were no complications indicated by the surgeon. Reportability remains the same, follow up medwatch sent. Updated (B)(4)2017.